Manufacturer narrative:
"The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet screen was cracked, after which the touchscreen became unresponsive, preventing meal announcements and resulting in elevated blood glucose; a replacement ilet was shipped and the user was advised to use back-up therapy and to shut down the device prior to return. Symptoms included hyperglycemia with a reported highest blood glucose of 242 mg/dl and alerts for levels above 300 mg/dl for over 90 minutes, without ketone testing, medical intervention, or assistance from others. Outcomes included transient hyperglycemia without hospitalization or other immediate health effects. Investigation included customer service troubleshooting, verification of shipping and return processes, and follow-up to confirm the original device was sent back. However, the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.